Event description:
Information received indicates the hi/low function is drifting down after the hi/low down switch is released.

Manufacturer narrative:
The facility disassembled and cleaned the hi/low drive brake block assembly to repair the bed.